Manufacturer narrative:
Patient weight requested but not provided. Related MFR #'s: 3003306248-2022-12525, 3003306248-2022-12526 and 3003306248-2022-12527. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was placed on mechanical circulatory support in the procedure room. There were no issues with the self-test or support after initiation. The patient was being moved to the stretcher when the monitor suddenly rebooted with "boot error system stopped" message on the monitor. The rotations per minute (rpm) noted to be at 0 on the console. The perfusionist quickly verified that the centrimag had no flow and was able to increase the rpms using the console button. The monitor was unplugged and plugged back in an attempt to reboot without success. The decision was made to change to the backup system. The monitor was eventually able to be rebooted. The perfusionist was able to access the log files which captured a "stopped by user request" message. The backup system was performing without issues until moving the infant to the stretcher. The motor was held by the perfusionist when the system alarmed m5 and the flow stopped. The rpms quickly increased. It was noted that the monitor was not plugged in at this time and the console was on battery power. The perfusionist did not report any issues with the pump being seated improperly in the motor. The site did not have another backup console so they continued to use the backup console for support. The issue did not reoccur. The patient did not experience any adverse events.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the backup centrimag system atypically stopping was confirmed. A log file was extracted from the returned backup centrimag console (serial number: (B)(6) during testing. The log file contained data from on (B)(6) 2022 at 13:12 to on (B)(6) 2022 at 13:48 per timestamp. The system was observed to be operating around ~3000 rpm / 1.2 lpm throughout the data until on (B)(6) 2022 at 10:00 when the system was manually shut down. The system was not observed to have been in patient use after this time. Atypical events and alarms, including m5 alarms, were not observed throughout the data. The returned centrimag motor (serial number: (B)(6) was received and functionally tested at the service depot. While the motor was being tested alongside the returned backup centrimag console, the system¿s speed dropped to 0 rpm with an m5 alarm when the motor¿s cable was flexed near its housing. This was reproduced again when the motor was in use with a test console. As a result, the motor was scrapped and was forwarded to the ppe department for further analysis. Upon arrival at the ppe department, the motor¿s cable was measured, and one of its bearing phases was observed to become open when the cable was flexed near the housing. The motor was tested alongside known working test equipment. The motor was observed to produce an atypical sound when the cable was flexed near the housing, and prolonging this manipulation caused an m4: motor alarm to occur. These resolved upon straightening the cable. However, despite these events, the motor operated at various set speeds as intended, and a system stop/m5 alarm were unable to be further reproduced. Damage to one of the motor¿s bearing phases caused these atypical events to occur and would also have caused the system stop to reproduce at the service depot; the cause of the reported event was determined to be wire fatigue within the motor¿s cable. However, the root cause of the wire fatigue was unable to be conclusively determined through this analysis. Review of the device history record for centrimag motor, serial number: (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." Centrimag motor IFU instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.